Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, swelling and pocket infection was noted due to the recent placement of right ventricular (rv) lead. The site of incision had some drainage. The patient was started with antibiotics. On the next day, the complete system was explanted. During the procedure, the patient's blood pressure dropped due to tearing of obtuse marginal artery along with the tearing of coronary sinus. The patient had open chest surgery. The device was explanted and connected external as patient was dependent. Couple of weeks later, the complete system was replaced. The patient was stable.